Manufacturer narrative:
The event occurred at the (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains hospitalized for treatment of the infection and continues on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital due to a bacterial driveline infection. The cause of infection was reported as complexities of medical management. The patient underwent surgical therapy (negative pressure wound therapy) and unspecified drug therapy was also administered for the infection. The patient remains in the hospital. No additional information was received.